Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. Information of the reported event and photos were forwarded to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed the reported device breakage. The cause of the reported event can likely occur when the dilator tip extends beyond the sheath exposing the dilator tip to ultraviolet light degradation through the clear product packaging when removed from the shipping container. A device history review (DHR) was also performed and found that all processing and inspection results were acceptable. Based on similar reported events and evidence of discoloration (yellow) of the label, indicates that there is possible degradation of the polymer from exposure to light. The instruction manual provides a warning statement in an effort to prevent the device from breaking. ¿do not use the product unless it is in the original, intact packaging. Inspect the device for any evidence of kinks, nicks, tears, or cracks that might have occurred in the delivery of the device to the sterile field. Do not use a damaged product.¿

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the evaluation is still pending. The cause of the reported event could not be determined at this time.

Event description:
Olympus was informed that during a left urethral-holmium laser cysto stent insertion and urethral dilation procedure, the white tip of the device broke off inside the patient. The device fragment was retrieved using a four prong basket. There was minor bleeding reported at the tip of the meatus; however, no medical or surgical intervention was required. The procedure was completed.